Event description:
During training by a zoll medical sales representative, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated, and the system board was replaced to resolve the malfunction. No trend is associated with reports of this type.